Manufacturer narrative:
Investigation included customer support troubleshooting, review of device settings, guided sensor replacement, and re-pairing of the cgm to the ilet. Investigation of this case revealed user setup issues and communication interruptions between the cgm and the ilet, which were resolved after re-pairing and starting a new sensor with a new pairing code. It was concluded that the event was attributable to user-related connectivity setup and an expired or non-functional sensor rather than a malfunction of the ilet.

Event description:
It was reported that the user experienced dexcom g7 signal loss and lack of glucose readings on both the g7 app and the ilet, which interrupted automated dosing on the ilet and led to a ¿dosing stops soon¿ and ¿sensor expired¿ status; user education and troubleshooting were performed, including phone bluetooth and airplane mode checks, device re-pairing attempts, and ultimately starting a new g7 sensor with successful pairing and warmup on the ilet. Symptoms included hyperglycemia with a fingerstick value of 204 mg/dl, which was manually entered into the pump. Outcomes included temporary interruption of automated insulin delivery until the cgm was re-established and manual entry of blood glucose to guide therapy.